Manufacturer narrative:
Device analysis conclusion: the device was received at csi for analysis. Visual examination revealed a hole in the saline sheath. Fluid was observed leaking at the damaged site during analysis. The oad was tested and found to have functioned as intended. The damage was likely caused during handling; however, this could not be conclusively confirmed, and the root cause of the damage remains undetermined. At the conclusion of the investigation, the reported events were confirmed. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. Csi ID: (B)(4).

Event description:
The stealth orbital atherectomy device (oad) was removed following eight treatments. Blood leaked from a small crack in the saline sheath of the oad. Following the blood leakage, viperslide then leaked from the sheath.